Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was having difficulty charging and have been experiencing months of inconsistent charging performance of their stimulator as well as for pain relieve. They previously contacted a manufacturer representative (rep) and called in to troubleshoot the issue. The implantable neurostimulator (ins) not working was clarified; patient reports ins was not providing pain relief. Unknown reason for return of pain. Patient was able to charge ins morning of the surgery.

Manufacturer narrative:
H3: analysis of the ins (s/n:(B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having trouble charging their implant and they are in pain. Patient stated they were in a lot of pain. Agent walked patient through passive recharge mode. Patient was seeing 95. Agent reviewed with pt what passive recharge mode means and to turn stim back on manually. Pt will call back if after 3 prm cycles they still are unable to charge. Pt mentioned they've lost a lot of weight. Pt called back in and stated they had misplaced their controller and could not adjust their stimulation. Pt stated they are in pain from laying on their side because they can not turn off their stimulation. Agent reviewed the pts options. Pt will call back in if needed. On 2024-sep-30 the patient reported that they were experiencing a return of symptoms and they were in a lot of pain. The pt was not able to locate their controller to charge the ins, but they did have everything else. The pt was redirected to sunmed for assistance with replacing their lost controller. Later that day, the pt called back stating the controller would be replaced and was wondering if in the meantime, the manufacturer could remote into their implant and charge the ins and turn their stimulation on because they were in so much pain. Patient services reviewed that the manufacturer does not have that ability to remotely ch arge and turn a device on. The pt was redirected to see their doctor. Then, on 2024-oct-16 a rep reported that the ins was replaced on october 16, 2024 due to the return of pain and pain at the ins site. The pt reported the ins was not working and they were having difficulty with recharging. The pt requested the ins be replaced. The rep noted the ins would be returned for analysis.